Event description:
Patient reported experiencing elevated blood glucose of 245-360 mg/dl and ketosis since (B)(6) 2011, and normal blood glucose is 120 mg/dl. Patient changed the accessories and delivered insulin through the infusion device, but this was not successful in treating hyperglycemia. Patient then treated hyperglycemia with an insulin pen. Patient did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.